Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at third-party service center, a service required error related to the device's oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue.